Event description:
Device malfunction: premature, partial stent exposure. Time of malfunction: before the procedure. Symptoms/ae: none. It was reported that before a stenting procedure, while the xpert stent delivery system was being backloaded onto the guide wire, the stent was noted to be prematurely, partially exposed. The device was not used. There was no patient involvement. Another xpert stent was successfully deployed. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). During processing of this complaint attempts were made to obtain complete event, device and patient information. The device is expected to be returned for evaluation. It has not yet been received.